Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics to determine a root cause.

Event description:
It was reported that patient presented with hip pain and was revised.

Event description:
It was reported that patient presented with hip pain and was revised.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 17-32-3e, lot # 20227303, description: alumina c-taper head 32mm/-2.5 cat # 625-0t-32f, lot # 21065202, description: trident alumina insert it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted by the hospital that the devices and additional information would not be provided. If additional information becomes available, it will be provided in the supplemental report. Device not returned.